Event description:
It was reported that the r3 straight shell impactor tip broke off during procedure inside the patient. All pieces were recovered. There was no delay in the case. A s&n backup device was available.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection was conducted and confirms pieces of the threaded tip broke off. The broken pieces were not returned with the device. This device exhibit signs of significant wear/ usage. This device was manufactured in 2014. A medical investigation will be performed. Proceed based on information provided/available for the investigation; if no relevant clinical information is provided, recommend closure. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.